Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had been exposed to water. Subsequently, an altitude alarm occurred. The customer's blood glucose level was 114 mg/dl. Reportedly, the customer loaded a new cartridge and was able to clear the alarm and resume insulin therapy.